Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamer: looks as they are oxidized. Discovered by sterile-department. (B)(6) 2019.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the returned products were examined and the complainants findings confirmed in that the products were discoloured and rusting. It is possible that the passive layer of the metal has been removed from those areas (due to normal use damage) therefore discolouration was possible to occur. It can be concluded that the damage had occurred through wear and tear occurring in normal use as defined per (B)(4) wear out procedure. It was unlikely that a manufacturing defect was present. No corrective action is required. No further investigation was recommended and it will be monitored through post market surveillance as per (B)(4). The products shall be retained for future reference if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.